Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer at (B)(6) reported that the service lock is not engaged on the patient imaging table top of their brilliance 64 CT scanner. The customer discovered the issue during air calibration that morning and did not use the system until the couch could be secured. There was no patient involvement with this event and no report of any injury, the same morning. A philips field service engineer (fse) visited the customer site and confirmed the issue. The fse had the customer push the bed from behind. And use the motor without using the "bed free" function. The fse locked the service latch, it was stated that the service latch likely became unlocked because during a previous visit the fse forgot to close it when he had finished working, or else he did not close it properly. The service lock is only released during preventive maintenance (pm) or service visits in order to move the couch to access the gantry. It was reported that on 12-jul.2014, planned maintenance had been performed on the system. Preventive maintenance is performed in accordance with the brilliance CT planned maintenance manual, which directs to the brilliance CT 6-64 system planned maintenance introduction gantry cover removal installation procedures (page 12) stating: "brilliance 6-64 gantry cover removal and installation procedures are located in the brilliance 6-64 gantry repair and replacement manual." The brilliance CT gantry repair and replacement manual. Opening the gantry front cover (page 70) states: "ensure the patient support top is as far away from the gantry as it will go. Unscrew the wing nut or nut on the subframe quick release located under the front of the patient support. Unscrew it enough so that the other end will drop out of the slot in the bracket it engages. Move the patient support subframe away from the gantry. Note that it may take considerable force to move the subframe out of its normal position. However. After the initial resistance is overcome, the patient support subframe should move freely." Also, in figure 3 -1: lower patient support subframe quick release, closing the gantry front cover (page 73) it states: "9) re-engage the patient lop subframe support quick-release at the front of the patient support by pushing the end of it up until it engages the slot in the top bracket. 10) tighten the wing nut on the quick release." This issue was submitted to engineering for further evaluation. When a failure of the latch occurs, the couch upper subframe is allowed to move, taking with it the carbon top and potentially any patient on the carbon top at the time of failure. There is no motor or drive for this, as the movement of the sub frame is designed to be manual by service. This latch is not intended to be disconnected during clinical use. The couch movement is achieved by motors in the subframe, which is latched in place relative to the base, and which drives the patient support (table) during clinical use for scanning and patient loading/unloading. If the subframe is not latched to the base, the couch becomes free floating at the subframe interface, rather than the carbon top. This free floating motion is similar to the motion that the trained user would notice when the tape-switch is used in emergency extractions. The users perform regular quality assurance (oa) testing, including image quality (10) tests, as part of scanner maintenance. During the oa testing, the user contacts the couch during manual loading/unloading of the system phantom during which the trained user would notice the free floating (i.e., disengaged) state of the couch. If the service latch is not engaged, and the user does not detect the free floating of the couch, there could be couch position errors introduced during clinical scans or oa checks that may not be reported by the system as an error to the operator. However such couch position errors can introduce iq test failures during qa checks and incorrect positioning during clinical scans which may be detectable by the operator. Therefore, it is expected that a trained operator would not proceed to a clinical scan it oa check failed. Additionally, it is also expected that any incorrect positioning which could occur during clinical scans would not cause injury to the patient. The inadvertent motion of the sub-frame may cause a potential operator/technician entrapment and pinch point near the couch to gantry interface on the gantry bore side of the couch. The location of the hazard is not in an area where the user would normally be for patient loading/unloading or for operating the system controls from the gantry panel. Furthermore, the patient is not expected to have their arms in the vicinity of the same pinch point area during a clinical scan. Therefore, it is highly unlikely that either the operator or the patient will suffer injury from entrapment or the pinch point gap that results from the displacement between the tabletop and the sub-frame when the service latch is not engaged. Mitigations for this issue include the following: service personnel are trained to engage the service latch properly during any service activities that require opening of the gantry front cover. Floating table can be detected by trained personnel during loading/unloading a patient for scanning or loading a phantom for qa checks. Execution of qa checks per user instructions enables detection of table position errors when loading or unloading phantom. Service personnel are instructed to perform auto iq tests (acceptance/constancy and/or quick iq tests) alter installation, preventive maintenance (pm), and corrective actions. Execution of auto 10 tests, per service instructions, enables detection of table position errors. For oncology usage, positional accuracy testing using the therapy top calibration phantom enables detection of table position errors. During a helical scan, per design, cirs shalt verify the couch is moving in the direction specified by the host and shall stop the acquisition if the couch positions are not updated as expected. Correction and removal 1525965-04/08/ 4-005-c was submitted on 08-apr.2014 for this issue and includes field safety notification (fsn,) 72800614 which was sent to the field on 01-apr.2014 stating that: it the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). This customer confirmed receipt of fsn 728100614 on 14-apr-2014. The probable cause of the service latch being loose is that it was not sufficiently secured by the fse following maintenance. The pse secured the service latch to resolve the issue.

Event description:
The customer reported that the table top was free floating during air calibration. The philips response center engineer (rce) confirmed there was no harm to a patient, bystander, or operator. The philips field service engineer (fse) re-secured the service latch to resolve the issue.